Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that several attempts were made to detach the coil; however, the coil did not detach. During removal, the coil detached inside the microcatheter. The coil was removed in its entirety from the patient with another coil. There was no reported intervention or patient injury.

Manufacturer narrative:
The pusher was returned for evaluation. There were kinks noted on the pusher in two (2) locations; the gold connector section, and the e2 & e3 epoxy connections. The e1 epoxy connection also looked damaged. There was a kink at the pet transition tube, and the heater coil section was heavily burnt. Resistance and continuity tests failed due to the damaged condition of the pusher. The pusher was dissected to expose the attachment tether monofilament shape. Further evaluation of the attachment tether revealed a mushroom shape and a rebound length of 0.090." Based on the investigation and available information, the complaint could not be verified, as the implant and the microcatheter were not returned for evaluation, and the pusher exhibited signs of thermal detachment. The returned pusher did not exhibit any signs of forced detachment based on the attachment tether tip shape; however, as the implant and the catheter were not returned, the root cause for the reported non-detachment cannot be determined.